Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer's mother reported via phone call indicating that the insulin pump had physical damage. Customer's blood glucose was unknown mg/dl. The customer insulin pump fall and broke, the word medtronic fell off. The customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced.

Manufacturer narrative:
The insulin pump was received with broken off and missing end cap also, damaged motor assembly. The insulin pump also has minor scratched display window and scratched case. Unable to verify damage to end cap sticker due to broken off and missing end cap.